Event description:
The customer reported receiving no delivery alarms from the insulin pump. During troubleshooting the infusion set cannula was reported to be bent. It was advised to change the entire set, reservoir, and insulin, and to return the infusion set for analysis. The customer also reported recent high blood glucose values, including a value of 300 mg/dl. During the phone call with the helpline. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.